Event description:
Review of the case information reported a doctor had reported two incidents, on two freestyle mini meters and involving two patients. A comparison test was performed against the freestyle mini meter, using another meter of unknown brand. The reading obtained from the freestyle mini meter was higher than the unknown brand meter. The patient was taken to the emergency department.